Manufacturer narrative:
The complaint was reported for the issue of ¿leak at the connection of the leak tester". Olympus was able to confirm the customer failure and determined the following cause: due to a crack on lg connector, water tightness is lost. Additionally, the regional repair center identified the following failures that are subject to investigation: - distal end has foreign objects. A risk review was performed based on historical data and no unanticipated risks, new failures, and/or new harms were identified. A historical review of the last 12 months of complaints was performed and no trends were identified. A CAPA history review was performed and no related capas were found. The complaint is confirmed. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required.

Event description:
It was observed during the device inspection that the bronchovideoscope exhibited the distal end had foreign objects. There were no reports of patient involvement.